Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the reciever was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the device would not turn on. The receiver case was opened for further evaluation. A data log was able to be retrieved. A review of the data log observed a firmware error; however, it is unrelated to the customer complaint. An interior inspection was performed and fail. The reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage.